Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection. The site of infection is unknown. The entire system was explanted to address the issue.

Manufacturer narrative:
Correction: section d10- the implant date of the dbs lead extensions should have been (B)(6), 2022, rather than (B)(6), 2022. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.